Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2014. The device failed a self-test due to a low battery on (B)(6) 2014. A fresh pad-pak was installed and the device performed to specification up to the (B)(6) 2014. Between the (B)(6) 2014 and (B)(6) 2015, the device records multiple manual power ups of mainly 10 minutes duration. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad (B)(4) devices are for multi-use, which is why the "unknown" box has been checked in of this report.

Event description:
There was no patient involved in this event. The device malfunctioned as the device was switching on automatically.